Event description:
A trilogy ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module printed circuit board assembly was replaced to address the issue. Preventative maintenance was completed to prevent future failure. The device passed final testing and confirmed to be operating properly.